Manufacturer narrative:
The patient was reportedly treated on (B)(6) 2015. The patient was reimplanted on (B)(6) 2015. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
The patient's infection has reportedly resolved. There are no medical concerns. This is the final report.

Event description:
The pt reportedly experienced pain and infection. The pt's device was explanted.